Event description:
Report received from (B)(6) stating "bad quality of the sleeve, does not enter a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. Sterilization and lot history records were reviewed and no exceptions were found.